Manufacturer narrative:
During the investigation it was determined that this is a non-required label and does not present any risk if not present.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2019-00063. Reference exemption number e2017029.

Event description:
It was reported a product label was missing.